Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified aorta and periphery and a tortuous abdominal aorta, the valve was loaded once by a semi-experienced valve loader and no misload was reported. A pre implant balloon aortic valvuloplasty (bav) was recommended but was not performed. The load was confirmed under fluoroscopy while it was being advanced to the aorta. Difficulty navigating was reported. The patient became hypotensive when the native aortic valve was crossed. The valve was deployed to 80% to allow the patient to recover. Echocardiogram confirmed the valve depth. Once confirmed, the valve was fully deployed. It was reported that the valve was constrained, and moderate central aortic insufficiency was reported. A post implant bav was performed three times. It was reported that the valve was performing better, however fluoroscopic imaging revealed that the valve was twisted and possibly folded in on itself. A second transcatheter valve was implanted valve in valve. The patient remained stable throughout the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In addition, the IFU informs the user of the following occurring during deployment: shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthesis leaflets are exposed and are functioning. However, with the limited information available, we are unable to conclusively determine the exact cause of the reported hypotension. It was reported that the valve was constrained and moderate central aortic insufficiency was reported. A post implant bav was performed three times. It was reported that the valve was performing better, however fluoroscopic imaging revealed that the valve was twisted and possibly folded in on itself. There was a photo noting the evolut valve constrained at the waist portion. No fluoro load check or other images were noted in this file. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The imaging provided confirmed the valve was constrained. Valve under expansion / constrained can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Infolding events are typically related to patient anatomical factors (i.e., calcification level and location, lvot anomalies, bicuspid valve, etc.) And procedural factors (valve sizing, bav, loading, and user technique). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or deployment process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. In addition, aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Per the evolut system IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." However, with the limited information available, we are unable to conclusively determine the cause for this report. Updated data: h6 - eval method code, eval results code, eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.